Manufacturer narrative:
D10: 186-01-60 - integrip cc, cluster 60mm, g4: 2405294 130-40-54 - nv gxl liner neutral, 40mm ID, group 4 cups: 2433349 170-40-93 - biolox delta femoral head 40mm od, -3.5mm: 2599347 162-00-05 - neck preserving stem, std offset plasma sz 5: 2853965 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tha (total hip arthroplasty) on the left side. Subsequently, the patient experienced inflammation with pain. The patient developed a rash and swelling near the incision site four months post initial operation. It was also stated that the skin is sensitive to the touch. The surgeon diagnosed the patient with atopic dermatitis and cellulitis of the trunk. At this time, they were prescribed medication. The patient then came back one month later to get an MRI which confirmed the hip components were in good alignment. At this follow up, the rash had improved, and the swelling was moderate. Surgeon advised ice and elevation. The outcome is considered continuing. The device remains implanted. No further information available.